Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Balloon leakage is possible if the balloon material becomes damaged during use and/or general handling. If a balloon leak occurs, the liquid used to inflate the balloon dilator will exit the balloon at the damaged area. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to a slow loss of pressure. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Balloon damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use instruct the user that the recommended 100% balloon inflation pressure can be found on the catheter tag of the quantum balloon dilator. Over inflation can cause damage to the balloon material. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of report in an effort to heighten the awareness. This was brought to the attention of the quality review board (qrb). Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy quantum ttc esophageal balloon dilator. The balloon was advanced into position and inflated to the third stage (20mm). The balloon ruptured while holding at the third stage. The balloon was withdrawn from the endoscope and another balloon was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.